Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision - reason not reported. Pending evaluation.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of an infection that migrated to the knee from an infected foot injury. However, no lab results confirming the reported infection were provided.

Event description:
Revision due to infection. The patient had a foot injury that became infected and seeded his total knee.

Manufacturer narrative:
Pending evaluation. Updated with new information.

Event description:
Revision due to infection.